Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4).

Event description:
It was reported that the patient did not charge their ipg. As a result, their ipg became inoperable over time. In turn, the patient's ipg was replaced.